Event description:
It was reported that the filter pulled 1 to 2cm caudally after the filter was released from the system. This was noted under live fluoroscopy. The physician used a quick deployment. Static positioning of the filter. Physician hand anchored on pt's leg for deployment.